Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. While on support bleeding/hematoma at access site was reported. Manual pressure was held and lidocaine with epinephrine was injected around the site. Perclose suture was tightened slightly and the site was redressed. After four days of support, the patient was made comfort measures only and expired.

Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Hematoma/major bleed: bleeding/hematoma at access site after transfer to intensive care unit (ICU) was noted. Hemostasis was achieved through manual pressure. The cause of the bleeding/hematoma are determined to be use issue due to patient movement because the bleeding was caused due to transfer to ICU. Device history review; the device passed all post sterile inspection checks.